Event description:
Product problem: the fusion joint was not accessible when the contralateral torque catheter was docked on the contralateral capsule. It was reported that when the contralateral torque catheter was docked on the contralateral capsule, the fusion joint and then reinforcement tube were inside the contralateral torque catheter. The torque catheter was cut open with a scalpel to gain access to the fusion joint. The fusion joint was separated using a cutter, and the contralateral attachment system was successfully deployed.